Manufacturer narrative:
(B)(4) follow up for device evaluation. Two samples were received in sealed blister packaging and underwent visual inspection. No defects or imperfections were observed, and the epoxy was confirmed to fully cover the needle to hub joint. Based on the investigation and evaluation of the samples, the reported condition could not be confirmed. As no actual defect was identified during the analysis, a probable root cause could not be determined. Furthermore, a device history record review was completed for provided lot number 5197895. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Rcc received a complaint via email. During administration of vaccines, on two separate occasions, the 25g 1" needle became loose from the hub and remained in the pediatric patient's skin following the injection. The needle was removed by the team member. No patient harm noted for either patient. This report involves two separates pediatric patients with 2 different lot numbers of the same gauge and length bd safetyglide needle. Lot numbers involved patient #1 (B)(6) 2026 lot 5197895 exp 6/30/2030. Patient #2 (B)(6) 2026 lot 5174468 exp 5/31/2030. Health effect code: 4582. Device problem code: 1371, 3015.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.